Event description:
Pt presented at the ed following an automobile accident. Pt had troponin labs drawn, and samples were processed on beckman coulter dxi utilizing accutni +3 reagent. Troponin levels measured 13.74 (1/26 at 0715) that trended down to 13.65 (1/26 at 1010) and 12.94 (1/26 at 1435). At 1012 on 1/26, a point-of-care troponin samples was drawn and measured at 0.02. During this time, pt's EKG did not show any significant ischemic changes.